Event description:
Facility reported that resident was in bed. Two caregivers applied the universal sling. Moved the lift away from the bed and towards the wheel chair. They stopped to open the legs of lift. Sling bar was straight, then tipped vertically. Straps came off on left side, which was low side, and the plastic clip on the sling bar flew off. Resident was over the wheel chair and landed in chair. Resident reported small skin tear on left elbow.

Manufacturer narrative:
Facility maintenance had checked the lift same day and found it to be in working order. Composite clips were replaced on the sling bar by maintenance. Local distributor visited the facility and the alleged incident could not be recreate. Lift is back in service.